Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the customer that the product was incorrectly labeled. There was no patient involvement.

Manufacturer narrative:
Updated d2a and d2b. One device and two photos were returned for analysis. Visual inspection found that the packaging insert inside the sealed package was for a 50ml cassette with list number 21-7301-24. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.